Event description:
While the surgeon was putting a screw implant into the pt, the tip of the screwdriver broke off and another screwdriver had to be retrieved and opened to complete the implant. The broken piece was retrieved and placed on the surgical back field.